Event description:
It was reported that the patient with this right atrial (ra) lead was admitted into the hospital due to a syncopal episode. The patient was evaluated, and it was found that the ra lead was exhibiting noisy signals, nonetheless, the cause of the syncope was unknown. The patient is not dependent, and the ra lead was reprogrammed and will be in continue monitoring. This ra lead remains in service. No additional adverse patient effects were reported.